Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) alarm sounded. It shutdown itself (while connected to a patient) in the morning. The user swapped with another iabp unit immediately. There was no patient injury reported.

Manufacturer narrative:
Corrected data: b5, h6 (clinical, problem and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g2, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse observed unit couldn't be powered up as normal - diagnosed that there were some alarm prompted in logs (which related to drive manifold, solenoid driver board, exec board, video generator board, power management board, etc.,). The fse replaced power management board, solenoid control board and exec processor board. All manifold tests, passed. Equipment operated as normal.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) alarm sounded.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a